Event description:
A patient received an inappropriate shock. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient was taken to the hospital for further evaluation. The patient continues wearing lifevest. Upon review there was an injury associated with the treatment. Pt reports they bumped their head and back, has a large painful bump the size of an orange on the left side of their head. The pt was advised by the doctors that they found no blood clots or broken bones in patients head. Pt reports they were released from the hospital the same day.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (B)(4) per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.